Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the site wanted to assess a patient with a known driveline power fault (manufacturer report number: 2916596-2025-06965) for a possible driveline repair. The event log file captured constant driveline power faults throughout the log file, it was noted that the power a line was having issues. There was obvious damage on the pump side of the modular cable connection. The patient was transplanted on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system, serial number (B)(6), confirmed pump cable wire damage that would have contributed to the driveline power fault alarms observed in the log files. Review of the log files revealed a driveline power fault alarm associated with power a broken faults throughout the data. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was returned with the pump cable severed approximately 11¿ from the pump housing. A distal portion of the pump cable was also returned, measuring approximately 15¿ from the inline connector. The modular cable was returned connected to the pump cable. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump cable was returned in two portions: a pump-end portion measuring approximately 11¿ from the pump header and a distal portion measuring approximately 15¿ from the inline connector. Visual inspection of the distal portion revealed damage to the inline connector bend relief and superficial tears in the outer jacket at approximately 3¿-5¿ from the inline connector. Visual inspection of the pump-end portion revealed damage to the outer jacket, armor layer, and bionate at approximately 7¿ from the pump header. Following removal of the outer jacket, armor layer, and bionate, examination of the underlying wires revealed damage to the insulation of the brown and red wires approximately 7¿ from the pump header on the pump-end portion. The underlying conductors were visible and appeared damaged. The observed wire damage would have contributed to the driveline power faults observed in the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.